Manufacturer narrative:
Initial reporter address: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter, "the needle does not come out, remains blocked inside, and the desired insulin is therefore not delivered."